Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 10.0-37 carotid wallstent was received for analysis. The device was received sheathed with the stent already deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The deployment/expansion issues could not be confirmed. (B)(6).

Event description:
It was reported that the proximal end of the stent did not deploy smoothly and did not expand properly. The 10.0-37 carotid wallstent was used in a carotid artery stenting (cas) procedure. During deployment, the proximal end of the stent did not deploy smoothly and did not expand properly. The stent was reconstrained and pulled out and a new device was used to complete the procedure. There was no patient complication as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent did not fully deploy. The 90% stenosed target lesion was located in the carotid artery. The 10.0-37 carotid wallstent was used in a carotid artery stenting (cas) procedure. The lesion was predilated, and the lesion was 60% stenosed post dilation. Difficulty was noted during deployment of the stent and it was noted the proximal end of the stent could not be deployed fully, even after a second attempt. The stent was reconstrained within the delivery system and the device was removed from the patient. Another of the same device was used to complete the procedure. There was no patient complication as a result of this event and the patient was stable post procedure. However, in a video provided, it appears the stent was deployed but did not fully expand at the proximal end.